Event description:
A 2.25 mm diameter x 14 mm length micro driver coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the physician experienced a problem while placing the device; the stent dislodged. It is unk how the case was completed. The pt's condition is unk.

Manufacturer narrative:
Evaluation: results/conclusions: stent dislodgement, lack of info, product not returned.